Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via the implantable pump for non-malignant pain. The hcp reported that the patient was admitted to the hospital a couple of days ago experiencing intractable back pain. The hcp inquired about the contents of the pump. Agent reviewed option to page local medtronic representative (rep) to interrogate the pump and provided phone number to national answering service (nas). The hcp stated that pump was not currently alarming that he was aware of. The issue was not resolved through troubleshooting.